Event description:
The hcp reported, the pump had been significantly underinfusing. The expected reservoir volume was 4ml and the actual was 16ml. The hcp performed 2 studies programming 0.1 ml each time. They did not see the rotor turn either time. The pt had not reported hearing any alarms, no alarms were occurring when the pump was read, and there were o alarms recorded in the logs. The pump was updated, they let it run at normal speed for a short amount of time and brought the pt back. Another x-ray was taken that showed the rotor had moved. The pt reported some relief. A f/u report will be sent when add'l info is rec'd.